Manufacturer narrative:
Based on the information provided, the causes of the reported complication and customer reported failure mode cannot be determined. Isi has requested for return of the endoscope for failure analysis evaluation. However, as of the date of this report, isi has not received the endoscope. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: multiple endoscope errors were observed over the course of the procedure: error 45310 - loss of endoscope video to endoscopic controller on endoscope (serial (B)(4)); error 45314 - frozen video from endoscope detected; error 45312 - loss of right endoscope video to endoscopic controller from endoscope (serial #1928091); and error 48406 - illuminator watchdog timeout on endoscope (serial (B)(4)). Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the 30 degree endoscope associated with the reported event (part #470057-05, serial (B)(4), uses remaining: 1846). Isi has requested this endoscope to be returned for failure analysis investigations, but has not been received at this time. No additional complaints have been created against this endoscope. This event is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the patient experienced bleeding. The cause and severity of the bleeding is unknown. In addition, the blood loss volume is unknown. It was noted that the patient did not require any unplanned medical/surgical intervention due to the bleeding. Furthermore, at the time the bleeding was occurring, the screen froze and subsequently turned black. The surgeon was able to complete the procedure using a backup endoscope.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure and while the surgeon was utilizing monopolar energy, the screen froze and then turned black. At that time, the patient was reportedly bleeding. Also, during the event, the screen had displayed an unspecified recoverable fault message. The surgeon was able to complete the case using a backup scope. It was noted that the patient did not require any unplanned medical/surgical intervention due to the bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.